Event description:
Per the clinic, the patient developed an infection at the implant site and subcutaneous tissue with dehiscence of the skin overlying the receiver/stimulator site near the take off of the electrode array. Subsequently, the patient was treated with IV antibiotics and underwent a revision surgery (wound washout) under general anaesthesia (date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2025 and swab tests was performed on patient tissue during explantation. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.